Event description:
All sutures were used to sew bowel. When I received back 2 needles, I noticed that the tips were missing. They were magnetized to the needle holder. The bent tip of the softsilk is a common occurrence. FDA safety report ID# (B)(4).